Manufacturer narrative:
The referenced head trauma was reported under medwatch MFR report number 2916596-2016-02531. Approximate age of device - 9 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced a syncopal episode over the weekend with approximately 10 minutes loss of consciousness. A stat head computerized tomography (CT) scan was completed with no acute findings. Neuro exam grossly intact. No pertinent events on lvad interrogation, map is within normal limits. The patient reported poor oral intake prior to the event and was feeling "shaky", lilkely due to hypoglycemia. Labs were within normal limits. Stop date reported as (B)(6) 2016. On (B)(6) 2016, it was initially reported that the patient had suffered a head trauma and was on the floor for approximately 10 minutes.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported syncopal episode could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.